Event description:
Lap gastric bypass. Pcs21 dlu calibrated, got into firing range and was fired. Pc read "firing complete." However, a leak developed. Sutures were placed to complete the staple line.